Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. Aneurysm and vessel morphology are unknown. It was reported that the graft was deployed too low in the aneurysm due to the physician pulling the delivery system down during deployment. A type I endoleak developed as a result of an inadequate seal zone. A 26 mm diameter x 3.75 cm length aneurx aortic extension cuff was successfully implanted and final angiogram demonstrated resolution of the endoleak. No additional sequelae were reported and the pt is reported to be fine.